Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that the sorin heater-cooler system 3t is contaminated with mycobacteria chimaera and the user is unable to remove it. The customer has requested deep disinfection at sorin group (B)(4). There is no known patient involvement/injury. The device was returned to sorin group (B)(4) for deep disinfection. Visual inspection of the outer and inner parts of the unit revealed residuals and biofilm in several locations including the patient tank and on the pumps. A complete disinfection was performed. Following the deep disinfection, testing, safety inspection, a final examination and water sampling was completed. The water samples taken after deep disinfection showed no bacterial growth and the device was returned to the customer. Based on the obvious biofilm in the water circuits of the returned device, sorin group (B)(4) has concluded that the users have not strictly followed the cleaning and disinfection instructions outlined in the current IFU. A DHR review was unable to identify any deviations or non-conformities relevant to the reported issue. As corrective action, fsca 9611109-06/03/15-002-c was released to remind our customers about the importance of adhering to the water management and disinfection procedure outlined in the current IFU.

Manufacturer narrative:
There is no known patient involvement. PMA 510(k). The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Sorin implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that the sorin heater-cooler system 3t is contaminated with mycobacteria chimaera and the user is unable to remove it. The customer has requested deep disinfection at sorin group (B)(4). There is no known patient involvement/injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t is contaminated with mycobacteria chimaera and the user is unable to remove it. The customer has requested deep disinfection at sorin group deutschland. There is no known patient involvement/injury.